Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
Left hip revision - hemiarthroscopy to total hip replacement due to recurrent dislocations. Removed bipolar head and replaced with mdm + tritanium hemispherical cup. Recurrent dislocations since initial hemiarthroscopy on (B)(6) 2023 - revised to total hip on (B)(6) 2023.